Event description:
A physician reported that the vitrector was completely occluded and no fluid passed through it, due to this vitrector was failed the priming test during the calibration phase of the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact. Additional information has been requested and received that there was no patient contact with the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).